Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr1553 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2018, two days later during dressing changes the home care rn noticed a leak within the hub area. The line was removed and replaced without further incident.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the PICC was confirmed, and it appeared that the catheter was damaged during use. One 4fr s/l powerpicc catheter was returned for investigation. Evidence of use was observed on the returned sample. A tacky residue was observed on the external surface of the catheter tubing and the extension leg. A red colored residue was observed within the extension leg. The catheter tubing extended to the 48cm depth mark. A functional test revealed a leak in the extension leg tubing 3.3cm from the distal end of the purple connector. A microscopic examination of the leak site revealed a v-shaped hole in the extension leg tubing. The adjoining surfaces of the split tubing were striated and the tubing around the hole had clearly defined edges, which is consistent with sharp instrument damage. One of the precautions in the IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps.¿ the PICC was reportedly placed on (B)(6) 2018. The leak was observed two days later during a dressing change. Since the leak was identified 2 days after placement of the PICC and since the leak site is consistent with sharp instrument damage, it appears that the PICC was damaged during use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr1553 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2018, two days later during dressing changes the home care rn noticed a leak within the hub area. The line was removed and replaced without further incident.